Event description:
Heat wrap did not help [device ineffective]. Case description: this is an initial spontaneous report from a contactable consumer. This male consumer (age and race unk) started to use heat wrap (thermacare lower back and hip, wrap) on (B)(6) 2011, for back pain. The relevant medical history and concomitant medication of the consumer were unk. The consumer mentioned that on (B)(6) 2011, when he applied the heat wrap if did not help him as it only heated for half an hours instead of 8 hours, then again he got a second wrap on (B)(6) 2011, but the whole side was ripped apart and the contents fell open. The relevant laboratory tests in response to the event was unk. The status of heat wrap therapy was unk at the time of report. Therapeutic measure if any, taken in response to the reported event was unk. The clinical outcome of the event was unk at the time of report.

Manufacturer narrative:
Additional information has been requested and will be provided as it becomes available. Medical review completed ((B)(6) 2012): medical review completed. This is a health authority case from (B)(6). Case is medically confirmed. The reported event is considered serious and associated with the device use. This case is medically assessed as serious and reportable.